Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as software error detected. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to clear the alarm and able to pump rewind. Customer also states that insulin pump had blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Pump passed self test, sleep current measurement, active current measurement and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. No battery alert noted during testing. No software error detected alarms noted during testing or found in the insulin pump history files. Hardware low-level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.